Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on an unknown date. It was noted that the hydrogel lasted over two years. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 05/26/2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Operator of device was estimated as health care professional based on the event details. (B)(4) is being used to capture the reportable event of gel lasts too long. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.